Event description:
It was reported by mammography that the device was used during a breast biopsy. It was reported after clip placement, the md tried to remove the sheath and felt resistance. The thumbwheel was rotated 180 degrees and during a second attempt to withdraw, the same resistance was felt. On the third attempt to remove, it was reported the md pulled harder and the introducer was removed. After removal, it was noted the tip was missing. The md attempted to insert a pair of tweezers and could not retrieve the pieces. A straight on film and two stereo images were done and the clip placement was confirmed. Also present on the film, a metal piece and what appeared to be a plastic piece was seen on the images. The pieces were not recovered and remain in the pt. The pt is aware the pieces remain in the tissue.